Event description:
Physician reported unknown side "confirmation of rupture by magnetic resonance; patient has biocell prostheses." Per diagnostics, ¿there are similar dense appearing right axillary lymph nodes, which may also represent silicone laden right axillary adenopathy" was additionally reported by physician. The device has been explanted.

Manufacturer narrative:
(B)(4). (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.